Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The device had cracked case at display window corners and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the keypad on the insulin pump was unresponsive. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.